Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 1.1 and 1.2 were off bus. A field service engineer opened back panel and found no lights on pyxie bus module board. Tested both drawer controller board and found that drawer 1.1 controller was also failed. Replaced drawer controller board and pyxie bus module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 1.1 and 1.2 were not detected on bus. Customer rebooted the device, but the issue still persisted. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, there were no delay to patient care and adverse events or injuries reported based on this incident.